Event description:
It was reported that the pta balloon ruptured during the placement. Resistance was felt during the balloon removal procedure. Then the sheath was removed from the pt's body. Found extended inner shaft and ruptured balloon on the removed sample. Piece is missing inside the pt's body. The balloon on the shaft was extended about 13.6 cm from the balloon proximal edge. No tip marker and balloon tip were missing. Only the 3 cm balloon from the proximal catheter was left on the returned sample.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The device was returned for evaluation and the investigation is currently underway.